Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Mw5112373.

Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed and the needle would not fire during the procedure and the patient has to be rescheduled. No additional information is available.

Manufacturer narrative:
The patient had trauma to the breast without a biopsy performed. The patient was rescheduled for a new procedure and had to be injected with lidocaine 1%, sodium bicarbonate, and lidocaine 1% with epi again before being able to take the breast specimens.